Event description:
Boston scientific received information that during a routine device change out procedure it was observed that the distal pin of this right ventricular (rv) lead was not connected to the device. Prior to the removal of the device, the impedances were 117 ohms. After the lead was connected to the new device, the impedances were 47 ohms. No complaints from the physician prior to the procedure about functionality of the system. No adverse patient effects. The new device has been successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all setscrews moved freely and operated normally. The lead impedance testing was not performed due to the device being in storage mode. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.